Event description:
The pt presented with an above-knee fem-pop aneurysm. An e-ptfe vascular graft was implanted. Gore-tex suture was used to complete the anastomoses. Two days post implant, a second operation was necessary because the suture knot at the distal anastomosis had released; bleeding from the wound was observed. Polypropylene suture were used to again complete the anastomosis. The pt was fine at the end of the procedure.

Manufacturer narrative:
Review of the mfg records. Review of the mfg records for the device verified that the lot met all pre-release specs. Note: based on the available info, we have no reason to believe that the device performed other than expected. Note: medwatch (B)(4) was previously submitted on (B)(4) 2007 with an incorrect MFR registration number. This medwatch ((B)(4)) will serve as correction to the previously submitted medwatch ((B)(4)).